Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention on their ipg for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient lost weight, causing the ipg to feel uncomfortable. The ipg was relocated, explanted and replaced to address the issue.